Event description:
The external pulse generator was returned to manufacturer to repair the top and bottom cases, and replace the knob. It was analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment that the upper/lower cases were broken. Analysis also found that the high rate cover, one battery latch, two side bail covers, and ring cover were broken. The heat wire block and main printed circuit board were found to be contaminated. The side bails and ring were bent.